Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: on 27-oct-2017 a field service engineer (fse) confirmed the 706 syringe-l error on the g8 instrument. The fse replaced the syringe unit assembly. The z-drive threaded screw was squeaking occasionally; the fse cleaned and lubed the guide rods with thread screw with tri-flow. The fse ran quality controls, which were within range. The fse then ran 80 patient samples without any errors; all chromatograms looked good. The instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 27-sep-2016 through 27-oct-2017. There three (3) similar events reported during the searched period, which includes this event. The g8 operator's manual under chapter 6, troubleshooting, indicates that 706 syringe-l error message is generated when an operation occurs with the syringe-l. The operator is instructed to inspect the syringe-l. The most probable cause of the reported issue was due to a defective sample unit syringe.

Event description:
On (b)(4 2017 a customer reported getting 706 syringe-l error message while quality controls and patient samples with the g8 instrument. The customer was unable to run patient samples on hemoglobin a1c (hba1c). On 09-nov-2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: g. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.